Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that lead diagnostics indicated the system had high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Per additional information received, this event is no longer reportable.

Event description:
Additional information was obtained that the ipg was electively explanted and replaced for MRI upgraded technology.